Event description:
Allergan received a report that a female patient was treated on (B)(6)2020 and (B)(6)2020 with coolsculpting to the bra roll, upper abdomen, mid abdomen, and lower abdomen using a cooladvantage applicator. During the post treatment massage to the bra roll on (B)(6) 2020, the patient experienced a vasovagal response. On (B)(6)2021 the patient reported she developed firmness and enlarged tissue to the treated areas. On (B)(6)2021 the patient was assessed by a physician who diagnosed the treated areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Additionally, the following information is also included in the coolsculpting user manual: vasovagal symptoms: dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the bra roll, upper abdomen, mid abdomen, and lower abdomen using a cooladvantage applicator. During the post treatment massage to the bra roll on (B)(6) 2020, the patient experienced a vasovagal response. On (B)(6) 2021 the patient reported she developed firmness and enlarged tissue to the treated areas. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the treated areas with paradoxical hyperplasia (ph).